Manufacturer narrative:
A ge rep evaluated the system and replaced the single board computer with an upgraded version. The system operates as intended.

Event description:
The customer reported the workstation would not boot up. No pt injury was reported.